Event description:
According to the reporter, preoperatively, when the nurse was taking out the equipment and took out the thread from the package, the nurse clamped the needle with a needle holder and when the nurse pulled it out, the needle and thread detached easily. It was noted that it occurred on four sutures in the same package in a row. It was noted that a new suture was used successfully. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown); clt-21-mg, clt-21-mg polysorb* 1 und 5x45cm btpx dt (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Five clt-21-mgs were received for evaluation. Visual inspe ction noted noted five needles and one blister pack. The sutures were not returned. Normal crimp and swage marks were noted upon further microscopic inspection of the five needles. The needle's swage holes were noted to be free of suture material. It was reported that the needle and thread detached easily. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: damaged packaging. Visual inspection of the blister noted the race track to be partially crushed. The lid was also partially separated near the crushed area of the race track. The most likely cause could not be established from the information available. Another unreported condition was identified: needle bent and broken. Visual inspection noted that needle a was received broken at the tip. Tool marks were observed near the break site upon microscopic inspection. Needles c and d were returned bent at the tip. Tool marks were observed near the bend sites upon microscopic inspection. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the needle should always be held in the middle where the diameter is greatest. Grasping the needle near the tip could cause bends or breaks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.